Event description:
It was reported that the left ventricular (lv) lead impedance has risen from 771 ohms to 2274 ohms and the lv capture threshold is high. The amplitude of the lv lead was lowered due to the high impedance on this lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.